Event description:
Left tibia tumor resection, utilizing finn rotating hinge knee with compress fixation, was performed in 1999. Revision was performed in 2001, due to fracture of proximal tibial component. All hardware was removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products ¿ medical product: compress 4 bolt concentrc clmp catalog #: cp110351, lot #: 113830. Compress clamp tibial, catalog #: cp110501, lot #: 111070. Ligament anchor washer with screw, catalog #: cp160110, lot #: 114410. Tibial anchor screw, catalog #: cp160232, lot #: 114440. Belleville washer set, catalog #: pm550754, lot #: 114390. Compress anchor plug, catalog #: rd125010, lot #: 612530. Compress nut, catalog #: rd125050, lot #: 706360. Transverse pin, catalog #: rd125061, lot #: 889000. Finn tibial bushing, catalog #: 153851, lot #: 361540. Finn femoral bushing, catalog #: 153852, lot #: 939970. Finn locking pin, catalog #: 153861, lot #: 916170. Finn reinforced yoke, catalog #: 153865, lot #: 631720. Finn axle, catalog #: 153872, lot #: 940070. Finn modular tibial bearing, catalog #: 153982, lot #: 852610. Finn modular resurfacing femoral, catalog #: 153802, lot #: 634170. Finn modular tibial stem, catalog #: 153816, lot #: 687360.